Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the pk dissecting forceps instrument frayed. There was no allegation that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch down cable is frayed at the distal end, small frayed strands stick out. Failure analysis also found that the pitch up cable is broken at the distal clevis hub. The broken cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. Intuitive surgical, inc.(isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, broken pitch up cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur. .